Manufacturer narrative:
The carefusion failure analysis lab examined the user interface module (uim) touch screen. The reported issue was not duplicated in the failure analysis laboratory. Carefusion will track and trend this reported issue and internally investigate the situation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported the touch screen froze up and would not accept changes on the avea ventilator. The customer stated the unit was on a patient during use; the customer stated no patient harm associated with this event.